Manufacturer narrative:
The pt remains on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's system controller was switched out to the backup as the primary system controller would not download data. Approx one month after the backup system controller had been switched to be the primary system controller, the pt presented to the clinic to report that he was experiencing a shock while connected to the power module (tethered support). The issue was reportedly not reproduced at the hospital with either the hospital's or the pt's equipment. The hospital provided the pt with replacement primary and backup system controllers and the system controllers that were changed out were reportedly disposed of. A review of the pt's log file submitted to the MFR for analysis revealed multiple alarms associated with an abnormally low speed drop. The low voltage (low battery hazard) event captured in the log file was suspected to have been caused by a suspect system controller or power module pt cable. The pt's system controllers had been exchanged by the hospital and the MFR's technical services team member recommended that the pt cable be exchanged as well. The pt was sent home with a new pt cable and the old one was reportedly disposed of by the hospital.